Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by patient¿s wife that after the patient administered a bolus, and his blood glucose (bg) levels dropped to 48 mg/dl and required a long time to stabilize them. The patient was reported to have lost consciousness. Hypoglycemia was treated with cookies, peanut butter, soda, and glucose gel, which eventually normalized his levels. After reviewing the pdm history with insulet product support, it was discovered when the patient went to deliver a correction bolus for a bg of 255 mg/dl with the smartbolus feature, he unintentionally added 70 grams of carbs even though he wasn't eating. This resulted in a bolus of 15.8 units instead of the 5 units he intended to take. The pod was discarded by the patient.